Event description:
It was reported that during preparation of the bd syringe 3ml ll euro foreign matter "brown spots" were discovered on the piston. This occurred with 5 syringes. The following information was provided by the initial reporter, translated from italian to english: during the preparation of the material to be used in the laboratory, 5 syringes with brown spots on the knurling of the piston were found, the primary packaging is intact. Device contaminated with substance of unknown nature. Any damage to the patient / operator: none because the device was not used and the packaging immediately set aside.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/3/2021. H.6. Investigation: five 3ml syringes in unopened blister packs (p/n 309658) were received and evaluated. The five syringes were from batch # 1166760. All five syringes had light brown embedded foreign matter on the top of the thumb rests of their plunger rods. The foreign matter was likely degraded plastic. The condition observed was non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during preparation of the bd syringe 3ml ll euro foreign matter "brown spots" were discovered on the piston. This occurred with 5 syringes. The following information was provided by the initial reporter, translated from italian to english: during the preparation of the material to be used in the laboratory, 5 syringes with brown spots on the knurling of the piston were found, the primary packaging is intact. Device contaminated with substance of unknown nature. Any damage to the patient / operator: none because the device was not used and the packaging immediately set aside.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.